Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the pump's black box showed that the pump was manually suspended on 02/18/2016 at 10:03 and manually resumed on 02/19/2016 at 12:09. The pump history showed a replace battery alarm on 02/12/2016 at 22:44; the next prime was recorded at 02/13/2016 at 00:16. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. There were no delivery interruptions or alarms observed during the investigation. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6)2016 was 695 mg/dl. The reporter noted the patient was hospitalized and treated with intravenous fluids and other unspecified treatment, they discontinued pump therapy, and the pump's basal rate settings were recently changed by a healthcare provider. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history did not match the user programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.